Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2018. No additional event or patient information is available. Data has been received for evaluation but not yet evaluated. A follow-up report will be submitted upon completion.

Manufacturer narrative:
Date of event - correction "05-oct-2018" describe event or problem - correction "dexcom was made aware on 10/05/2018, that on (B)(6)2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter."

Event description:
Dexcom was made aware on 10/05/2018, that on (B)(6)2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.